Event description:
It was reported to the distributor, that the evis lucera elite bronchovideoscope had black and white vertical lines appearing on the screen when it was plugged into a light source. The issue occurred again after the device was restarted and the screen became black repeatedly. The issue was found during inspection for use. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that a noisy image occurred due to corrosion of the scope connector. It was also noted that the connecting tube coating was peeling. The adhesive on the bending section rubber had a chip and the connecting tube had a dent. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The scope cover unit and scope connector were dirty due to water leakage. The universal cord had a dent and there were scratches noted throughout the device. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h10 corrected fields: h6 (problem code was inadvertently missed for the second event identified during evaluation) . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Event 1: image issues based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. The following information from the instructions for use (IFU) pertains to this event: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Event 2: coating on insertion tube peeled off based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to exeternal factors or handling. The following information from the instructions for use (IFU) pertains to this event: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.